Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: bfarm DHR review was performed for product/lot combination 151640605/j0620p. Quantity manufactured: (B)(4). Date of manufacture: 09/04/2018. Any anomalies or deviations identified in DHR: na. Expiry date: 2023-08-31. IFU reference: (B)(4).

Event description:
Clinical adverse event received for low grade infect. Event is serious and is considered severe. Event is probably related to device and is probably related to procedure. Date of implantation: (B)(6) 2018. Date of event (onset): (B)(6) 2021. (Right knee). Treatment: revision of tibial base plate, tibial stem, tibial insert, and femur components.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.